Event description:
It was reported that the patient had multiple inappropriate shocks due to oversensing via a change in the intrinsic complexes. The patient was asleep at the time of the shocks. The patient was found at home and was stated to have pulseless electrical activity. Technical services reviewed the electrograms and believes one of the shocks may have induced ventricular fibrillation. Some of the shocks were not able to convert the arrhythmia. The sensing vector at the time of the shocks was set to the secondary sensing vector. Technical services discussed there may be some acute clinical factors that could contribute to this kind of spontaneous tachycardia. There were no additional inappropriate shocks since that night. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the patient had multiple inappropriate shocks due to oversensing via a change in the intrinsic complexes. The patient was asleep at the time of the shocks. The patient was found at home and was stated to have pulseless electrical activity. Technical services reviewed the electrograms and believes one of the shocks may have induced ventricular fibrillation. Some of the shocks were not able to convert the arrhythmia. The sensing vector at the time of the shocks was set to the secondary sensing vector. Technical services discussed there may be some acute clinical factors that could contribute to this kind of spontaneous tachycardia. There were no additional inappropriate shocks since that night. There were no additional adverse patient effects. The system remains implanted.